Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a service history review, device history review and device evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical service (gts) regarding a use error on the home choice (hc) during use. The home patient (hp) forgot to open the clamp on the patient line. The hp started initial drain in error when attempting to reprime the patient line. Gts assisted with ending therapy and advised the hp to start over with new supplies. The hc was operational and a swap of the device was not necessary. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report.